Event description:
It was reported that during ventilation in a hyperbaric pressure chamber the ventilator stopped ventilation and emitted only a short acoustical signal. No pt injury has been reported.

Manufacturer narrative:
During the investigation at the MFR, it was not possible to reproduce the reported behavior. For the reported time of event the device log shows a switch off of the device which took not place according to the user's report. Due the device log analysis and the hepatics of the mains switch during investigation it was concluded that the mains switch was the root cause for the event. Mechanical wear inside the switch provoked the switch to chatter which lead to a switch off of the device. The switching status of the switch is detected by two independent mechanisms. The involved device is intended for special oxygen therapy in a hyperbaric pressure chamber (evita 4 hbo). During this therapy the regular mains supply of the device is not used, therefore one of the two mechanisms for switching status detection could not be used. If a mechanical problem exists in the second mechanism a complete shut off can not be excluded. In the instructions for use of the evita 4 hbo it is mentioned that the device should be used under surveillance of qualified medical staff, to be able to reach in case of a malfunction. Globally, there exists only on add'l evita 4 hbo in (B)(6). The mains power switch of this second device will be also changed as a preventive measure.